Event description:
It was reported that the pump battery was depleting quickly, the pump shut off unexpectedly and that the pump touch screen was cracked and unresponsive. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.